Event description:
During lumbar rf procedure the customer received an error message (warning 06). They were able to complete the right side, left side malfunction occurred; too many error messages. Took needle out, cancelled case and rescheduled and completed with a competitor's generator.